Event description:
Complainant alleged that during a routine shift check by a clinician, the device failed self test for "defib" and "pacer" functions. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing, which included bench handling, power cycling, defib cycling, and pacer functional stress testing without duplicating the customer's report. An internal inspection of the defib receptacle found no discrepancies. The device was recertified and returned to the customer. The multi-function cable was not returned as part of this investigation. No trend is associated with reports of this type.